Event description:
It was reported that there was a second overdischarge confirmed. No physician mode recharge (pmr) was performed. The patient would do a physician mode recharge a little more than one week after the report. Reading ipg (implantable pulse generator) with patient programmer and clinician programmer was attempted, but the issue was not resolved. Patient status at time of this report was alive with no injury. Patient symptom associated with this event was less than 50% therapy relief in her typical painful areas, primarily the left arm. It was later reported that the patient was supposed to meet with manufacturer's representative to go through a recharge, but she did not attend her appointment and would call to reschedule. It was further reported the cause of the event was patient compliance. It was noted the patient hadn¿t received therapy. It was noted a future appointment would be scheduled. Additional information received reported the patient could not locate their recharger and was going to call patient services to request a new one. It was noted that given the fact that the patient¿s implantable pulse generator (ipg) is 8 years old, the over-discharged state and their frequent recharge intervals that the patient has express interest in having the ipg replaced. It was noted the information was relayed to the patient¿s health care provider (hcp) but no action has been taken. Additional information received reported the patient¿s device was explanted on (B)(6) 2014 due to normal battery depletion. It was further reported the patient recovered without sequela. It was noted the therapy marked in the return paper was for interstim therapy; however, the information reasonably suggests the wrong box was checked as the patient is being treated for pain in their left arm.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient product ID: 377860, lot# v003646, implanted: (B)(6) 2006, product type: lead product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger (B)(4). Analysis of the ins, serial # (B)(4), found the ins's battery had a reduced capacity due to overdischarge.